Manufacturer narrative:
Based on the claim against the product by the customer noting u-02 error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical unit (iesu) generator to correct the reported issue. The system was tested and verified as ready for use. Isi has not yet received the da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit (iesu) was abandoned after the start of the procedure due to a u-02 error. The procedure was completed using a third-party generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the da vinci robotic coordinator reported they were getting error u-02. Prior to calling technical support for assistance, the customer did a power cycle of the generator, and the error returned. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed u-02 in the logs. The tse walked the customer through a disconnection of all cables, minus power cord, from the back of the generator, and the generator powered on with u-02. The other vision side cart (vsc) was in use. The tse walked the customer through using a third-party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the robotics coordinator, the procedure was converted to a third party generator and parts had to be taken from the current system to install into the third party. The patient tolerated the procedure just fine, but more anesthesia had to be administered since the procedure was delayed an hour. The customer noted that it took the patient longer to wake up after the procedure. There was no patient harm. The only reported issue for the system was the u-02 error. The system was inspected prior to use and there were no uses upon set up of the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. Failure analysis (fa) confirmed and reproduced the reported failure of u-02 error. The iesu was placed on an in-house system and was run in normal mode. The fa determined that the unit will be returned to the original equipment manufacturer (OEM) for repair. The reported event regarding u-02 error was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is traced to component failure.

Event description:
Refer to h10/h11 for follow-up information.